Manufacturer narrative:
B:5 additional information received; it was reported the unknown endoleak was located in the main body bifurcate stent graft. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcate stent graft system was implanted in the endovascular treatment of a unknown sized abdominal aortic aneurysm. It was reported when the patient returned approximately 4 years and 2 months later, intervention was performed and an endurant aortic cuff was implanted for a possible ia endoleak that was seen on CT. A repair was successfully achieved by placing a cuff over the right renal and stent was placed through the cuff with the use of a laser. After the placement of the cuff, there appeared to be either a type IV or a type 3b endoleak noted. The existing bifurcated endurant graft was relined using non-medtronic products. This resolved the endoleak and the case was completed. As per the physician the cause of the event could not be determined. No additional clinical sequel were provided and the patient is fine.